Manufacturer narrative:
The investigation is still ongoing. Device remains implanted.

Event description:
Per the field sales representative, approximately 3 years, 9 months, 17 days post implant of a 26mm sapien 3 valve, the patient's valve failed due to central aortic insufficiency (ai). The patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. Upon medical records review, the patient was admitted with severe aortic insufficiency. Pre-tavr vinv tte/tee confirmed evidence of aortic paravalvular leak and severe ai. Patient underwent a valve in valve tavr procedure with a 26mm sapien 3 ultra valve. The implant was a success with no central or paravalvular leak. There were no procedural complications or edwards device malfunctions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, and dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported events. The instructions for use/training manuals were reviewed for guidance/instruction involving valve usage. Per the IFU, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. In addition, paravalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for central regurgitation and paravalvular leak (pvl) were confirmed based on the provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events a review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years, 9 months, 17 days post implant of a 26mm sapien 3 valve, the patient's valve failed due to central aortic insufficiency (ai)', and 'pre-tavr vinv tte/tee confirmed evidence of aortic paravalvular leak and severe ai.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. Review of the medical records revealed patient's history of chronic kidney disease (stage iii ckd) which can affect calcium metabolism accelerating thv deterioration. In this case, available information suggests patient factors (ckd) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue because of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailability of relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.